Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (no image) was due to a malfunction of the operational amplifier circuit. There has since been a design change to prevent reoccurrence.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. During the evaluation, it was confirmed that an image was not present when the subject device was tested with olympus series 180 scopes; the cause was isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device failed to produce an image. The problem, as reported to olympus, occurred during preparation for use prior to the start of a procedure. The intended procedure was completed without a delay using different equipment. There was no patient injury that occurred associated with the event.